Manufacturer narrative:
Correction: 7a. To yes for single use device updated: b5, d4, d7a, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The investigation confirmed the customer reported failure. In addition, the investigation found that the tissue pad is split. Based on the results of the investigation, the root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the tip came off the handpiece on the ultrasonic surgical device by itself, luckily outside the patient. The issue occurred during an unspecific therapeutic procedure. The procedure was changed and completed with scissors and bipolar cautery with an approximate thirty (30) minute delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.